Manufacturer narrative:
The suspect medical device was not returned to the MFR for eval/investigation as it was reportedly discarded by the user facility. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unk. The case will be closed from olympus side but may be reopened if add'l significant info becomes available at a later time. Then, this report will be updated. Olympus submits this incident as a medical device report (MDR) in abundance of caution.

Event description:
Olympus was informed that during diagnostic cystoscopy procedure, the operating surgeon noticed a plastic part of approx 2 cm in size inside the pt's bladder which was reportedly retrieved by unspecified biopsy forceps. The intended procedure was completed by using the same set of equipment and there was no pt harm or injury. The retrieved fragment/part allegedly broke off an unspecified olympus resectoscope and fell inside the pt's bladder during a transurethral resection of the bladder tumor (turbt) procedure about one year ago. The exact model/type and catalog/lot number of the suspect medical device could not be provided as it was reportedly discarded by the user facility after the turbt procedure. Hence this report refers to a dummy catalog number.